Event description:
During a review of programming history on (B)(6) 2012, several faulted diagnostic were observed. The faults occurred on (B)(6) 2005 and resulted in a change in settings. The settings were not corrected on the date of the faults. No adverse events have been reported as a result of this issue. One fault changed the patient's settings from [output current: 0.25 ma, frequency: 20 hz, pulsewidth: 250 usec, on time: 30 seconds, off time; 5 minutes, magnet output current: 0.5 ma, magnet pulsewidth: 250 usec, magnet on time: 60 seconds] to [output current: 1 ma, frequency: 20 hz, pulsewidth: 500 usec, on time: 30 seconds, off time: 60 minutes, magnet output current: 1 ma, magnet pulsewidth: 500 usec, magnet on time: 30 seconds]. A second fault changed the patient's settings from [output current: 0.25 ma, frequency: 20 hz, pulsewidth: 500 usec, on time: 30 seconds, off time: 60 minutes, magnet output current: 0.5 ma, magnet pulsewidth: 500 usec, magnet on time: 30 seconds] to [output current: 0 ma, frequency: 20 hz, pulsewidth: 500 usec, on time: 30 seconds, off time: 60 minutes, magnet output current: 1 ma, magnet pulsewidth: 500 usec, magnet on time: 30 seconds]

Manufacturer narrative:
Analysis of programming history.